Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 8 of 8. Per the home patient (hp) they disconnected during the dwell cycle and now the machine was alarming. The technical service representative (tsr) explained the alarm. Then they assisted with troubleshooting. The hp was told to call registered nurse (rn) and finish therapy using manual supplies. This writer contacted the home patient (hp) for a follow up regarding reported problem. The hp stated they did finish therapy using manuals fine. They stated they did talk to their nurse, and the hp stated they went through the therapy together and they discovered what caused the alarm. The hp stated that the alarm occurred because they forgot to stop the machine when they disconnected. The hp stated when they did disconnect everything was all clamped off and capped off. They stated therapy has been going fine since then. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 8/8 was confirmed; per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated that the alarm occurred because they forgot to stop the machine when they disconnected. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.